Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. Reviews of the complaint history, device history record, documentation, instructions for use (IFU), manufacturer¿s instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the sheath was returned in three sections. There was biomatter present on the device. The first section of the device was comprised of the check-flo adapter and 19cm of sheath tubing followed by an unraveled piece of inner coil. The second section was comprised of 38cm of sheath tubing. The third section was comprised of 2cm of inner coiling. The first section does not contain any other damage. The second section did not have a smooth transition, indicating that it might have been torn. There was 9cm of tubing that was rough and appeared to be uncoiling underneath the sheath. There were several minor kinks throughout the second portion of sheath. This damage was indicative of difficult removal. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawings, specifications, and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided with the device, which states that if resistance is encountered during sheath advancement, ¿assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal¿. The IFU also states that reinsertion of the dilator prior to removal of the sheath ¿increases the strength of the sheath and lessens the risk of device separation¿ and suggests insertion of the dilator prior to removal if resistance is encountered or anticipated during withdrawal of the device. Based on the information provided and the examination of the returned product, investigation has concluded that this event can be traced to the user and unintended use error. Reportedly, the dilator was not inserted prior to the removal attempt, and based on the condition of the returned device its likely that separation was a result of user technique. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. G5: PMA/510k#: k142829. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
PMA/510(k) number = pre-amendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted at the conclusion of the investigation or, when additional relevant information becomes available.

Event description:
It was reported, a (B)(6) year old male was undergoing a diagnostic angiogram of the leg via groin access. Patient's anatomy was not tortuous, calcified, or scarred. No resistance was felt upon insertion of a flexor raabe guiding sheath; however, upon removal, resistance was felt and the shaft of the sheath separated inside the patient's anatomy. The dilator was not in place during the removal. The site was held to control bleeding. Upon cleaning up the site, it was noted that a portion of the sheath was left in the patient. The patient was placed under general anesthesia, as the physician anticipated having to perform a cut-down procedure of the superficial femoral artery. However, after administering the general anesthesia, the device portion was able to be removed by hand. The patient outcome is good/stable. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.